Event description:
Pt reported experiencing high blood glucose (in the 540's [mg/dl]) and vomiting. Pt attempted to self-treat high blood glucose by bolusing. Pt then went to ER and was treated with IV insulin (pt was also disconnected from device). Pt was very dehydrated, and their blood glucose at hosp was 600+ mg/dl.